Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported perioperative antibiotics had been administered. It was unknown the date of onset/diagnosis of infection. The date of the last refill was at implant. The signs and symptoms were fever, redness, drainage, pain and incisional wound opening. The primary location of the infection was noted as device pocket. It was not known if a culture had been obtained. The patient received both IV and oral antibiotics. The patient outcome was indicated as infection resolved. It was also noted the patient had been referred to wound management hcp. The pump has been used to deliver morphine.

Event description:
It was reported the patient experienced a pocket infection and the pump and catheter were explanted on (B)(6) 2014. It was noted the system was not replaced, but would be replaced in the future. It was also reported there was no alleged product issue. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was unknown if there were any symptoms or complications associated with this event. The drug being delivered could not be obtained. It was further reported the patient was ¿fine." Additional information has been requested; a follow-up report will be sent when it becomes available.